Event description:
It was reported that the patient came in with pain. The surgeon noticed that the shaft has been broken. The patient reported that there was no trauma, accident, or fall.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a broken shaft involving a ti dur reg fluted stem14x155mm was reported. The event was not confirmed. No device has been returned. Limited medical records were provided. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information.

Event description:
It was reported that the patient came in with pain. The surgeon noticed that the shaft has been broken. The patient reported that there was no trauma, accident, or fall.

Manufacturer narrative:
An event regarding fracture of the stem from the mating femoral component involving a duracon titanium stem was reported. The event was confirmed. Method & results: -device evaluation and results: the titanium fluted stem extender broke at the threaded engagement end. The titanium fluted stem extender broke in fatigue. Final fracture was in ductile overload. No material or manufacturing defects were observed during this examination -medical records received and evaluation: medical review of this case indicated that this failure mechanism is quite evident in this case as based upon mar explantation findings. Principal root cause of failure is thus procedure related with regard to cement use in revisions. There are probably patient-related factors as well in the form of a bone defect condition present before the revisions in 2010. There are no x-rays available from that timeframe to confirm this although the extensive use of bone cement to fill those bone defects should be considered proof enough for such a procedure-related failure scenario. In conclusion, root cause of failure in this pi case is an adverse mix of patient-related (bone defect condition) and procedure-related factors (cement technique in revisions). There is no evidence for device-related factors playing a role as further supported by the findings of the mar. This pi case is not device-related. -device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. -complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: based on the material analysis of the returned stem component and the medical review, this event appears to be related to an adverse mix of patient-related (bone defect condition) and procedure-related factors (cement technique in revisions). There is no evidence for device-related factors playing a role as further supported by the findings of the mar. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient came in with pain. The surgeon noticed that the shaft has been broken. The patient reported that there was no trauma, accident, or fall.